Event description:
It was reported that the right ventricular (rv) lead impedance increased and thresholds increased and values were high. Additionally, an x-ray noted that the helix had broken off from the rv lead. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.